Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown while charging. The customer's blood glucose (bg) increased to range from 504-505 mg/dl and a 1-6 mg/dl ketone level. Insulin was delivered via an insulin pen to address bg. The customer visited a hospital to address the high bg; however, no treatment was provided. The customer reverted to an alternate method of insulin therapy.